Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter contamination. The following information was provided by the initial reporter: when the item was unwrapped there was a white paint like substance on the hub and down the needle. The lot number to this needle was 0164119.